Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by the customer's next of kin that the customer's insulin pump was over delivering. The customer¿s blood glucose level was unknown at the time of the incident. The caller wanted to troubleshoot before the pump was replaced. Troubleshooting was not completed as the call was dropped and the customer could not be identified to be called back. The insulin pump will not be returned for analysis.